Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm and vibration anomaly. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated his vibration was not as strong anymore. Customer reported the insulin pump did not vibrate during the vibrate test portion of the self test and insulin pump error occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.